Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine interrogation. The left ventricular lead exhibited an out of range increased impedance and dramatically increased threshold measurements. All vectors except one resulted in out of range high impedance. Programming changes were made. There were no patient consequences.